Event description:
The customer reported his blood glucose reached "high" (>500 mg/dl) less than 12 hours after the pod was activated. He stated that during the activation process he did not feel the pinch of the needle inserting the cannula into his skin. About 6 hours after the pod was activated he heard a loud click. He was unable to view the pink slide insert.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism (late deployment) or determine the root cause. No product lot number was reported therefore no qualification records were reviewed.